Event description:
It was reported that pump displayed a cartridge change error and customer could not perform troubleshooting because pump was not available. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections to manage blood glucose, technical support attempted follow-up by phone and email, and case was closed when no further response was received.